Event description:
It was reported that during a training/demo of the da vinci system, the universal surgical manipulators (usms) could not be moved. Technical services engineering (tse) asked the caller to check that all accessories were correctly connected (cannula, drape, cannula mount), and the caller confirmed that all accessories were reconnected but the issue persists. Tse asked the caller if all instruments engaged still had lives remaining, customer confirmed there was no issue with expired instruments. Tse asked caller to restart the system, but the problem persisted. Tse noted errors 23103 and 23105 pointing to usm4 in the system logs. There was no report of patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed via system logs but not replicated. Fse could not replicate the issue with the universal surgical manipulator, however a system adjustment was performed to resolve the customer reported issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the customer reported issue could not be determined, as the issue was not replicated during field evaluation. The errors were confirmed via system log review, and an adjustment of the universal surgical manipulator was performed, however the exact root cause could not be determined.